Manufacturer narrative:
Submit date: 11/3/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the venous line (blue color) of the catheter is blocked and the guide wire was stuck in the catheter and insertion was not possible. This was found during the insertion of catheter into the patient and had to be replaced with a fresh catheter into the patient.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all device history records (DHR) are reviewed for accuracy prior to product release. The complaint description states that [customer reports the venous line (blue color) of the catheter is blocked and the guide wire was stuck in the catheter and insertion was not possible. This was found during the insertion of catheter into the patient and had to be replaced with a fresh catheter into the patient.]. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was reviewed and no failures related to the reported condition were identified. There were no nonconformance records (ncrs) for this issue with the reported lot number found during the device history record (DHR) review. No changes related to the reported condition were found within six months prior to the lots manufacturing date. The product sample was returned to the manufacturing site for evaluation. It consisted of one dual catheter. The catheter showed no evidence of use. Visual inspection was performed and the catheter did not reveal visual issues. In order to confirm the reported condition, the guide wire returned with the catheter was used to verify the problem reported by the customer. The guide wire was passed through both extensions. As a result the guide wire passed easily through the arterial extension; however, the guide wire did not pass through the hub in the venous lumen. The catheter was cut and it was observed that the hub was partially obstructed with a kind of resin inside the venous lumen. The process failure mode and effects analysis (pfmea) was reviewed for the failure mode. Additionall y, an ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. The evidence provided is enough to relate this event to the manufacturing operations. Based on a previous analysis it can be concluded that the most possible root cause for the hub occlusion is related to manufacturing operations activities. The method for the procedure does not control the time the swab stick is submerged in the solvent and how much solvent is applied to the hub. A session was performed and it was decided to leverage this case to a corrective and preventative action (CAPA) which was opened for a complaint related to occlusion in the hub of a dual lumen catheter. According to the sample analysis, it can be concluded that the identified root cause is the same in both complaints. The manufacturing date of the lot involved is before the implementation of the actions of this CAPA. Therefore the leverage to the mentioned CAPA is suitable. The actions of this CAPA include a modification of the procedure to include a better description of the necessary steps to perform a correct assembly of the hub-cannula union, performed an engineering study to determine the functionality of the d shape mandril on the product after solvent bonding application and implement the ma ndril with a d shape in the procedure per requirements. No further actions are required. No complaint triggers or trends were identified; therefore no further corrective or preventive actions were required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
The customer reports the venous line (blue color) of the catheter is blocked and the guide wire was stuck in the catheter and insertion was not possible. This was found during the insertion of catheter into the patient and had to be replaced with a fresh catheter into the patient.